Manufacturer narrative:
Concomitant products: product ID 8703wsl, lot # n23142, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was reported that the pump is tipped in the pocket and wants it to be "pulled in a bit," when it is replaced. The pump was at the height of her counters and wasn't "the most comfortable thing in the whole wide world." The patient also took oral morphine, the dose and frequency was not reported. The device system was used to infuse morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.